Manufacturer narrative:
The system was examined and the reported event was replicated. The vacuum manifold, battery, fan guard, air fluid printed circuit board (pcb) controller, and pressure regulator were all replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 5, 1999. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming component. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure there was low aspiration in high extrusion mode. The surgery was completed with the same equipment. There was no harm to the patient.